Event description:
It was reported that high out of range hv lead impedance was noted. No other electrical anomalies were observed on the lead. The shock vector had been reprogrammed to rv to can. The lead remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.